Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the clear reservoir ring was missing and the reservoir fell out of the insulin pump. The customer reported they experienced high blood glucose and tried to bolus with insulin pump and they did not come down. The customer also reported that the retainer ring was damage. The customer also reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will not be returned for analysis.